Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she needed her program fixed and wanted a manufacturer representative to do something. The patient stated it had been about two weeks where it hadn¿t been working right so she had a lot of pain in her legs and back. The patient explained that her settings had been changed and the changes weren¿t working as the therapy had been taking care of her legs and back really well but now it wasn¿t and was just really messed up. The patient noted she needed the stimulation to be high frequency as the other stimulation didn¿t work for her but she had been changed to the old style stimulation. It was confirmed that the stimulation was on. The patient was directed to their healthcare provider for reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the neuropathic pain in her leg is bothering her a lot. Patient said she thought it was other things because sometimes she does "other things" that cause her leg to hurt worse. Patient said she met with rep last friday and the rep did some adjustments. Patient said somehow her settings was changed from high density to old style of programming. Patient said group a is the group she always uses. Patient said when group a was set to high density she had to charge every day for an hour. Patient said she has only has to charge her device one since last thursday. Patient said group b is the old style of programming which she does not use because it makes her leg hurt. Patient's pain started last friday ((B)(6) 2018) after programming session. Patient will need to talk to rep about reprogramming the device. No further patient symptoms or complications were reported in this event.